Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined. The reported event is unconfirmed. There were no indications of low flow during testing and evaluation. The arctic sun 5000 was evaluated. Device displayed low flow per customer. Patient temperature (pt) was 34c, targeted temperature (tt) was 33.5c, water temperature (wt) was 26.1c, flow rate (fr) was 0.8ipm. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. Correction: d,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse stated that the patient was not reaching hypothermia and arctic sun device keeps alerting 113 (reduced water temperature control). Patient temperature (pt) was 34c, targeted temperature (tt) was 33.5c, water temperature (wt) was 26.1c, flow rate (fr) was 0.8ipm. Guided to system diagnostics system hours were 2936, pump hours were 2766, chiller temperature (t4) was 4.5c, mixing pump command (mpc) was 100 percentage. Nurse would send the device to biomed labeled as possible failed mixing pump.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined. The reported event is unconfirmed. There were no indications of low flow during testing and evaluation. The arctic sun 5000 was evaluated. Device displayed low flow per customer. Patient temperature (pt) was 34c, targeted temperature (tt) was 33.5c, water temperature (wt) was 26.1c, flow rate (fr) was 0.8ipm. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse stated that the patient was not reaching hypothermia and arctic sun device keeps alerting 113 (reduced water temperature control). Patient temperature (pt) was 34c, targeted temperature (tt) was 33.5c, water temperature (wt) was 26.1c, flow rate (fr) was 0.8ipm. Guided to system diagnostics system hours were 2936, pump hours were 2766, chiller temperature (t4) was 4.5c, mixing pump command (mpc) was 100 percentage. Nurse would send the device to biomed labeled as possible failed mixing pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse stated that the patient was not reaching hypothermia and arctic sun device keeps alerting 113 (reduced water temperature control). Patient temperature (pt) was 34c, targeted temperature (tt) was 33.5c, water temperature (wt) was 26.1c, flow rate (fr) was 0.8ipm. Guided to system diagnostics system hours were 2936, pump hours were 2766, chiller temperature (t4) was 4.5c, mixing pump command (mpc) was 100 percentage. Nurse would send the device to biomed labeled as possible failed mixing pump.